Event description:
Transient swelling and redness which migrated from top of head to left front side, then to forehead, and finally to eyelids.

Manufacturer narrative:
Practitioners who use this product just under the skin are intending to stimulate platelet activation by imitating the body's natural injury response, which is consistent with swelling and redness. This effect is well supported in the literature. Using prp in this manner, for hair growth in this case, is off label use. The device was not made available for investigation, nor were any pictures.